Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. Customer changed the cartridge two different times to resolve the issue. Customer¿s blood glucose level ranged from 108-127 mg/dl. In addition, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the customer changed the cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.